Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn in three pieces. Lens was returned dry. There was evidence of dry clear surgical residue on optic surface. Conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
Diopter: +22.50. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +22.5 diopter three piece silicone lens in the patient's right eye. The tear on the lens was not noticed until after the lens was inserted. The incision was enlarged and the lens was cut to remove lens from eye. The surgeon routinely uses a suture to close the wound. Backup lens, same model and size was implanted. No injury to the patient. Cause of lens tear is unknown. Lot numbers for the cartridge or injector were not provided.

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, intraoperative lens removal/exchange was performed to address lens damage ("tear") noted upon insertion. Incision was enlarged for lens removal and another lens was successfully implanted. The suture was placed as a part of standard surgeon`s procedure. No reported postoperative sequelae. According to the report by a surgical technician, dated on (B)(6) 2015, the cause of the event (lens tear) was unknown. Conclusion : based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).